Manufacturer narrative:
This complaint investigation is concluded based on the reported product evaluation outlined below. The returned instrument was received at the investigation site with its protective sleeve, in its tyvek pouch showing the lot information. The instrument was visually inspected and showed no evident abnormality. The electrical resistance measurements indicate that there was no contact, leading to the instrument not functioning. When the instrument was opened to visually inspect the inner contacts, it was noticed that the bonding between holder, needle and wire is missing. No adhesive residues remain. This indicates that the manufacturing step, where the adhesive is applied, was performed insufficiently. The reported event could therefore be confirmed with the returned instrument, and the failure mode was identified to be caused by internal factors. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. Based on the investigation, the needle was most likely not glued correctly. No adhesive residue was visible during the analysis, indicating a lack of or insufficient application. The root cause was determined to be ¿human factors - procedure not followed.¿ the incident was due to a combination of an assembly handling error and a process that was not optimally defined. The handling error was caused by incorrect application or failure to apply the adhesive during assembly. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the vitrectomy surgery an ophthalmic probe would not energize. The surgery was completed with alternative product. The details of the patient impact have not been reported. Additional information has been requested none received till date.